Event description:
Boston scientific received information that this device system, along with the latitude home monitoring system, was unable to complete an interrogation. It was determined that a message regarding a potential impact to critical therapy may have been unable to be sent to the patient's clinic. Technical services discussed bringing the patient into the clinic and interrogating the device with a programmer recorder monitor (prm) to determine the source of the message. Information from the local area sales reported that the clinic was aware and planned on bringing the patient in for an interrogation. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.